Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, the exact cause could not be reliably determined.

Event description:
The product was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.